Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(other): within tube') and genital haemorrhage ('abnormal bleeding (general, vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, premature ventricular contractions, essential hypertension, anemia, thyroid disorder, atypical hyperplasia of endometrium, pregnancy (pregnancy history: 2005), lens implant and ovarian cyst. Current weight 144 lbs. Concurrent conditions included palpitations, bloating, flatus, insomnia, excess sweating, freezing phenomenon, shortness of breath, lightheadedness, dizziness, exercise tolerance decreased, mitral valve prolapse, chronic vulvitis, menopausal syndrome, edema and postmenopausal bleeding. Concomitant products included desvenlafaxine succinate (pristiq), flecainide, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), vortioxetine hydrobromide (trintellix) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), cervical dysplasia ("other injury(ies) or complication (s) please describe: cell dysplasia"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (general, vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and congenital anomaly) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), uterine pain ("uterine area pain"), abdominal pain lower ("constant pain and cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and skin disorder ("skin") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ibuprofen, vitamin b12 nos and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingo-ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, weight increased, alopecia, cervical dysplasia, dysmenorrhoea, fatigue and skin disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, cervical dysplasia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, skin disorder, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils exposed to the r/l tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Mammogram - on (B)(6) 2014: no radiographic abnormality is seen involving either breast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. New events dysmenorrhea, fatigue, skin was added. Onset date of event was updated.treatment drugs,patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(other)") and genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") in a female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, premature ventricular contractions, essential hypertension, anemia, thyroid disorder, atypical hyperplasia of endometrium, pregnancy (pregnancy history: 2005), lens implant and ovarian cyst. Current weight 144 lbs. Concurrent conditions included palpitations, bloating, flatus, insomnia, excess sweating, freezing phenomenon, shortness of breath, lightheadedness, dizziness, exercise tolerance decreased, mitral valve prolapse, chronic vulvitis, menopausal syndrome, edema and postmenopausal bleeding. Concomitant products included desvenlafaxine succinate (pristiq), flecainide, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), vortioxetine hydrobromide (trintellix) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (general, vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced cervical dysplasia ("other injury(ies) or complication (s) please describe: cell dysplasia"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and congenital anomaly) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), uterine pain ("uterine area pain") and abdominal pain lower ("constant pain and cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingo-ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, weight increased, alopecia and cervical dysplasia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, cervical dysplasia, genital haemorrhage, menorrhagia, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils exposed to the r/l tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Mammogram - on (B)(6) 2014: no radiographic abnormality is seen involving either breast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality- safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(other)") and genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") in a female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, premature ventricular contractions, essential hypertension, anemia, thyroid disorder, atypical hyperplasia of endometrium, pregnancy (pregnancy history: 2005), lens implant and ovarian cyst. Current weight (B)(6) lbs. Concurrent conditions included palpitations, bloating, flatus, insomnia, excess sweating, freezing phenomenon, shortness of breath, lightheadedness, dizziness, exercise tolerance decreased, mitral valve prolapse, chronic vulvitis, menopausal syndrome, edema and postmenopausal bleeding. Concomitant products included desvenlafaxine succinate (pristiq), flecainide, oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone), vortioxetine hydrobromide (trintellix) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (general, vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced cervical dysplasia ("other injury(ies) or complication (s) please describe: cell dysplasia"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and congenital anomaly) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), uterine pain ("uterine area pain") and abdominal pain lower ("constant pain and cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, anxiety, weight increased, alopecia and cervical dysplasia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, cervical dysplasia, genital haemorrhage, menorrhagia, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils exposed to the r/l tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Mammogram - on (B)(6) 2014: no radiographic abnormality is seen involving either breast. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received: case become incident. Event injury nos was replaced with new events. Events added- pelvic pain, menorrhagia, vaginal bleeding, genital hemorrhage, anxiety, weight gain, hair loss, renal cell dysplasia, perforation, uterine pain. New reporter and consumer address were added. Lot number was added. Patient demographic details were added. Date of insertion was added. Concomitant conditions, concomitant drugs, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.